Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen screen was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the screen of the insulin pump would freeze up and then slow down after entering a blood glucose value. It was stated that this would happen inconsistently. No significant events leading to the issue were recalled. The customer was advised to discontinue use and revert to a back-up plan. The patient's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.